Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On 16-june-2024, it was reported by the patient that infusion set tape not sticking. Infusion set has been used for less than 24 hours. No further information available.